Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported underdelivery of insulin. The blood glucose reading was 403 mg/dl. Customer treated with manual injection. Customer experienced nausea and vomiting. During troubleshooting, the high pressure test failed. Nothing further reported.